Event description:
The pt was placed in a vest restraint in accordance with the MFR's instructions, and then checked appropriately. While no one was in the room, the pt apparently attempted to free herself from the restraint and exit the bed. She was found unconscious sitting on the floor, against the side of the bed, with a strap from the restraint across her throat.